Event description:
It was reported that the stimulator's battery depleted 7 months after implant. There was no output. The life time of the battery should have been 3-4 years. The pt will have their device replaced soon. No injuries to the pt were reported.

Manufacturer narrative:
(B) (4).